Event description:
The customer reported that four different patient samples reacted correctly positively with the first anti-d but false negatively with the second anti-d reagent on erytype s ab0+d on tango. The customer repeated the first run. In the second run all four patient samples reacted correctly positively with both anti-d reagents. The customer had returned the four patient samples that had caused false negative test results and the supposedly defective product erytype s ab0+d was returned, too. The customer also provided images of his testing on tango. Our quality control re-tested the patient samples on the supposedly defective product. The patient samples reacted correctly positively. Because the customer's images clearly showed the false negative reactions of his first run, further actions were initiated to find the root cause for customer´s results. Furthermore the supposedly defective product was tested with different red cells. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s ab0+d functions correctly. A deviation has been initiated to intensify the efforts to find the root cause for the complaint. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident